Event description:
Ous MDR - after an implantation time of about 1 month, an increase in the lead impedance was observed via homemonitoring (2496 ohm). The patient was asked to come for a follow-up. It was detected that the lead was dislodged. During the revision, liquid was found in the contact area. It was dried, and the lead was repositioned. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore, based on the existing production documents. The production process of the lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.